Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer experienced low blood glucose (bg) levels of 45 mg/dl and 70 mg/dl. The customer consumed glucose to treat bg levels. Recommendation was made to discuss diabetes management with health care provider.

Manufacturer narrative:
Review of pump data logbook by tandem quality engineer showed that the many low bg levels were recorded in the pump logs during incomplete bolus requests, some incomplete requests were followed by an annunciation of alert 11 (user did not complete bolus work flow). Basal rate settings stayed consistent, with the highest units per hour continuing from 1:00pm until midnight. Bg levels seemed to lower at night. Pump logs do not indicate that the pump caused or contributed to low bg event. There is no evidence of a pump malfunction or failure.